Event description:
Reportedly, on (B)(6), 2011, the physician observed that a vf episode dated (B)(6), 2010 was recorded in the device memory due to oversensing. The physician asked for analysis of the episodes recorded in the device memory and for suggestions to prevent oversensing.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.